Manufacturer narrative:
(B)(4). The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the left lower thigh. The physician advanced the 1.5mm x 20mm x 142cm coyote es over the wire balloon catheter to the lesion for pre dilatation and inflated the balloon to 4atm and the balloon ruptured on the initial inflation. The procedure was completed with a different device. No complications were reported and the patient's status is good.